Event description:
The customer reported to philips healthcare that the heartstart xl "has noise, has red 'x' mark." There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.